Event description:
New information notes that a small incision blister was observed. Antibiotics were prescribed and at a subsequent follow up the blister had healed.

Event description:
It was reported that one month post implant the patient presented with stitch abscess at the pocket site. Physician removed the stitch and medication was prescribed. Follow up was scheduled and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.